Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following an irreversible electroporation ablation procedure using a farawave catheter the patient was hospitalized due to a fever. Following the procedure they had chills and a fever of 38.5. They were hospitalized for three days while their fever increased and they were given antibiotics. They were then discharged with no further reported complications. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.